Event description:
It was reported that the patient's device could not be interrogated and is at end of service. The physician's programming system has been able to successfully interrogate other patient's device. No surgical interventions have been performed to date.

Event description:
An implant card was later received reporting that the patient had generator replacement on (B)(6) 2014. The generator was replaced due to completed depleted battery, per the surgeon. The explant hospital reported that the explanted generator is not available to return to the manufacturer for analysis.

Event description:
It was reported that the patient's generator was unable to be interrogated. Troubleshooting was performed on the physician's programming computer by replacing the wand battery and performing a reset on the handheld and the device was still unable to be interrogated. The patient was referred for surgery. No additional relevant information has been received to date. No known surgical intervention has been performed to date.